Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ loop ureteral stent was implanted in the patient's vesical anatomic zone during a uteroscopy procedure performed on (B)(6) 2014. According to the complainant, three weeks after the stent was implanted, the patient complained of pain in the vesical anatomic zone. The stent was removed and another ureteral stent was implanted in the patient on an unknown date. The patient's condition at the conclusion of the procedure was reported to be stable.